Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break proximal of the 0cm depth marking. The distal catheter segment terminated approximately 1cm distal of the 20cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the complete break. Microscopic inspection of the proximal end of the sample revealed irregular break edges. The break edges exhibited a dully granular texture. The catheter exhibited an elliptical cross-section in the vicinity of the break. The catheter break features were consistent with damage caused by tensile stress. It appeared that the molded joint was pulled while the catheter was fixed in place. The usage residues indicated that the catheter was in use when the pulling event(s) occurred. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. A lot history review (lhr) of rezh1105 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - the facility reported to the sales representative that the catheter partially fractured from the hub. On (B)(6) 2016 - the facility reported that a PICC line was inserted without complications and with easy threading. Approximately six hours later, when the patient was picked up from a car seat, the PICC line was found to be broken. Nurse and father (who lifted the patient) reported no tension on the PICC line or tangling of IV tubing prior to incident. PICC line tubing appears to have come out of the winged hub. It is uncertain if catheter broke within this winged hub or came apart. On (B)(6) 2016 - returned device shows a complete break.